Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery for end of service, high impedance was observed when the new generator was connected to the existing lead. Device diagnostics were unable to be performed with the explanted generator prior to explant due to battery depletion so the high impedance was not observed until the new generator was connected to the lead. The patient was not consented for lead replacement so the surgery was completed with only generator replacement. It was reported that the patient would undergo lead replacement surgery at a later date. No known surgical intervention has been performed to date.

Manufacturer narrative:
Date of event: the initial MDR inadvertently listed the wrong event date.

Event description:
Programming history from after generator replacement on (B)(6) 2014 was found during review of the programming history database on 05/31/2016. System and generator diagnostic results, and programmed settings were provided for the newly implanted generator, old lead combination.

Event description:
Additional information was received via implant card that the patient underwent a lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed.